Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: h3, h4, h6 and h10. The d4 "UDI," e1 "name," e1 "telephone number" and g2 fields were corrected as the information was available at the time of the initial report submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found the fiber was broken into two fiber sections. The fiber breaks appear to have been clean breaks without involvement of energy or melting. The connector end was intact without visual damage and the distal tip appears unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the fiber was broken in the sterile field, due to user mis-handling of the device during unpacking of the device. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer representative reported the laser fiber was broken when unpacking in the sterile field. The issue found at preparation for use. No impact was reported. The customer received a replacement . No harm was reported. No patient harm, no user injury reported .